Event description:
Boston scientific crm received information that this patient reported anomalies with the longevitiy of his device. He stated it was last checked on (B)(6) 2009 and was 3.5 years remaining; then on (B)(6) 2009 was 1.5 years remaining. The patient is concerned about the battery going dead and wondering what to do in the interim. Bsc technical services discussed the general longevity for this model device and what to expect, and also referred the patient to speak with his physician for specifics on device programming and longevity remaining. Information was received that this device was explanted as the ventricular output had been programmed high which caused the battery to deplete. No adverse patient effects were reported as a result of this procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
As the product remains in service, it will not be returned for analysis and boston scientific crm cannot confirm the clinical observation. There is no additional information related to this event available, to the company at this time. If additional information becomes available, the event will be updated as necessary. The product has been received and is currently being analyzed. This event will be updated upon completion of analysis.